Event description:
It was reported red line with overflow immediately after insertion. It is unknown what was being infused at the time of extravasation. There was no damage to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheter is confirmed; however, the exact cause could not be determined. One 5 fr d/l powerpicc catheter and a photograph were returned for evaluation. An initial visual observation revealed significant amount of biological residue within the extension leg of the red lumen, and a split was observed just distal to the luer hub. A microscopic observation revealed the split in the tubing had a fracture surface with rough texture and some radiating tear marks. The edges of the split appeared to be somewhat even. The investigation findings are indicative of flexural fatigue-based failures. Repetitive mechanical stresses such as twisting and kinking may cause the observed damage; however, it appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.